Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an allergic reaction at the implantable neurostimulator (ins) implant area. The reporter stated the reaction was relieved by anti-allergic medication and antihistamine. The reporter further stated that it was the healthcare professional¿s opinion that it was an allergic reaction. It was noted the hcp found the implant area ¿as an fibrous capsule.¿ it was further noted the patient¿s ins was explanted and a new ins was implanted. It was noted the lead was still in use. The reporter stated there was a fibrous capsule at the implant area and the patient had pain at the implant are. The reporter further stated the patient had no infection and they were negative for bacteria. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.